Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A posterior cuff miss was found confirming the reported cuff miss. The anterior needle did engage the anterior cuff; however, the posterior cuff miss resulted in a detachment of the anterior needle tip from the anterior cuff. A small section of the anterior cuff was detached from the cuff and not returned. The detected detachment of the anterior needle from the anterior cuff is an observation only and not a failure mode as it was due to the posterior cuff miss leaving the posterior cuff within the posterior foot and not permitting unrestricted needle/link/suture deployment through the device, causing high forces to be applied to the anterior needle and cuff union separating the two components. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.